Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. It was mentioned that the cuff was too large and pump malposition. The aus were explanted and replaced. There were no additional patient complications reported.